Event description:
4 of 4 reports. Other mfg report numbers: 3013886523-2022-00510, 3013886523-2022-00511, 3013886523-2022-00512. A facility reported breakage of the plastic part under the screw thread of a eds drainage system causing csf leakage at the tap. No additional information was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The eds drainage system was not returned for evaluation. Review of the history device records was not possible as the lot number provided by the customer was not found in our system and we did not receive clarification about lot number; therefore, manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for the (breakage of the plastic part under the screw thread) issue reported by the customer could be due to over tightening, as noted in the IFU finger tighten only. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.